Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that the patient had developed a rash under her left breast under the therapy electrode pad described as itchy red skin that burned. The patient also reported small irritation areas under the rear therapy electrode. The patient was given a prescription from her physician. Follow-up indicated that the rash was getting better.